Event description:
The jetstream g3 was advanced to treat a 4cm lesion in the peroneal trunk. Two slow passes were made in the minimum mode and significant resistance was experienced. The device was taken out and contrast was injected and a significant dissection was observed. The dissection was treated with pta and two stents with a successful outcome. The patient is doing well.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.